Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized; however, did consult with the ¿outpatient division.¿ the patient unspecified treatment for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.